Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. During deployment sequence, the clip opened from closed to 40 degrees during the second establishment of final arm angle (efaa). No troubleshooting was performed. The clip was removed and a replacement was implanted successfully. A total of two clips were implanted in the procedure, reducing mr to grade 2. No patient effects or clinically significant delay were reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.